Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2024, it was reported by a sales representative via (B)(4) that an ar-6482 dw remote has cords showing. This occurred during use in a case with no patient effect.